Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer services, the reporting nurse stated that on an unknown date, the patient developed peritonitis which did not involve hospitalization. On an unreported date, a peritoneal effluent culture was performed which revealed no growth. The nurse did not provide information regarding treatment. On an unreported date, pd therapy was withdrawn. On an unreported date, the patient had recovered from the event. The patient's concomitant medications were not reported. Per the nurse, the event of peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem.

Event description:
Technician alleged that the rear brake is not holding. No reported injury.

Manufacturer narrative:
(B)(4). The root cause of the peritonitis was undetermined. A batch review was performed on the potentially associated lot number (h10e11020), with no defects noted.